Manufacturer narrative:
Product analysis: the device remains implanted, therefore no product analysis can be performed. Conclusion: without the return of the product, no definitive conclusion can be made regarding the clinical observation.

Event description:
Medtronic received information that prior to the implant of this transcatheter pulmonary bioprosthetic valve into a failed non-medtronic bioprosthetic valve, a pre-balloon aortic valvuloplasty (bav) was performed. The valve was implanted and post-dilated with the outer balloon of the delivery catheter system (dcs). The final angiogram of the main pulmonary artery showed severe pulmonary insufficiency (pi). An intra-cardiac echocardiogram (ice) probe was inserted and revealed severe valve dysfunction and severe pi. A second transcatheter bioprosthetic pulmonary valve was implanted resulting in no pi. No further adverse patient effects were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.